Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced "skin trouble." The patient underwent radiofrequency ablation (rfa) of their liver. Four electrosurgical patient return electrodes were placed on the patient's thighs. A 3.0/17/15 leveen needle was then used with the rf3000 radiofrequency generator. Ablation was performed successfully. Post procedure, some "skin trouble" was observed by the nurse on the patient's thighs and femoral region and possibly their stomach. It was noted that there were no burns or bleeding on the skin surface. No treatment was performed and it was noted that the treating physician was not concerned with the "skin trouble." Another physician believed the condition was related to an underlying condition of the patient; however, that was not able to be confirmed. There were no further complications reported. Additional information was requested and was not available.